Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument passed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the wire of the maryland bipolar forceps instrument was broken. There was no report of any fragments falling inside the patient, and a back-up procedure was used to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no arcing or thermal damage were observed during the procedure. There was no patient injury as a result of the reported issue.